Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitants: 3738541, 02-010-01-0330 - logic femoral ps cem right sz 3; 2999815, 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t; 3798297, 200-02-32 - three peg patella 32mm; 2761904, 201-78-80 - 3" trocar, hex 2pk; 2908271, 201-78-80 - 3" trocar, hex 2pk. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported via legal notification, that patient, was initially implanted on (B)(6) 2015 with the device which failed prematurely, causing pain and difficulty walking, among other injuries and ailments. As a result of the failure of the device, plaintiff was forced to undergo revision surgery on (B)(6) 2018, approximately 3 years 2 months post initial procedure, where plaintiff¿s doctor explanted the device and implanted another optetrak logic psc tibial insert with revision of the right tibial component. Tellingly, during the first revision procedure, plaintiff¿s explanting surgeon noted that plaintiff¿s ¿bone had collapsed medially at the proximal tibia and there was obvious loosening [of the device].¿ due to the complications caused by the first polyethylene optetrak logic psc tibial insert within an optetrak logic tka system, plaintiff spent time in the hospital for treatment and recovery from the revision surgery. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: d1/d2a/d2b, d4, h4, h6 . MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.